Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup battery failure. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
(B)(6).